Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21644. It was reported the patient is not receiving effective stimulation. Patient also reported experiencing uncomfortable stimulation in lower back. X-rays were taken and confirmed patient¿s lead had migrated. Surgical intervention may be pending to address the issue. It is unknown which lead had migrated, therefore both leads are being reported.